Event description:
Caller indicated the relion micro meter was giving high readings. Caller said that two days ago he tested his glucose before bed and got a reading of 265 so he took his insulin based on the reading. Two hours later he woke up and was feeling warn out, dizzy and shaky so he tested and got a reading of 54. He didn't specify if he took anything to feel better. The next day he took a reading after eating and got a reading of 547 and within 2 minutes took another test and got 299 so he believes meter is not working properly. He does not have control solution to test meter. Storage is good, but explained proper technique as he does not change the lancet or wash his hands. He believes that it should not make a difference because he has always tested the same way. Replacing product.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification. No failure detected.